Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that on the morning of the call they started having a ¿a lot of really bad pain in the vulva area¿ where it ¿usually¿ stimulated. The patient reported it was so bad they were having trouble driving, stating when they pulled into their work parking lot they were having trouble walking across the parking lot. The patient mentioned they didn¿t feel stimulation all the time based on the settings programmed by a manufacturer representative or health care physician (hcp) and that they had 4 programs and could change programming. The patient reported their spouse brought the programmer to them at work but the patient could not remember how to turn stimulation off so the patient decreased stimulation down to 0.0, ¿essentially.¿ the patient when they got home they tried to use the book to change programming and changed stimulation to a different program and down ¿really low,¿ however ¿awhile ago¿ it started to hurt them again. While on the call the patient was able to successfully synchronize with their ins and it was confirmed the therapy was on. The patient confirmed they had no falls or trauma and that they had not used the programmer to change programming prior to the reported event. The patient was going to follow up with their hcp. Patient services assisted the patient in turning their stimulation off during the call. The patient mentioned that the day prior to the call they noticed they were having loose stools and they thought they should have probably changed programming but they didn¿t. It was noted that the change was sudden. There were no further complications reported.

Manufacturer narrative:
Review of the additional information received shows that there is know information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. When asked the circumstances that led to the sudden loose stool and the sudden very bad pain in the vulva where it would usually stimulate and the uncomfortable stimulation the patient reported it had nothing to do with the stimulator. The patient reported they perforated their bowel which caused the pain. The patient reported to the inquiry of when the patient first started experiencing the not feeling stimulation all the time based on the stimulation settings programmed that it was "not the problem" and that the device was not going to be explanted. There were no further complications reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.